Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was fractured. There was no further information obtained from the field representative. The ra lead remains in service. No adverse patient effects were reported.